Event description:
The customer reported that the flip flop brake was not tight enough.

Manufacturer narrative:
The ge service rep found a flip flop brake a little loose when locked. The rep remove and replaced the brakes. He tested the system by locking and testing tightness. System working as intended.